Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited an alert for out of range impedance on the atrial channel. However, at the time of the alert the device was programmed to vvi and the atrial channel was plugged. Programming changes were recommended and the device remains implanted.